Event description:
The customer reported there was signal drop out causing complete loss of monitoring for 10 pts for 5-7 minutes. There was no reported pt injury associated with this event. A follow-up report will be submitted when the investigation is complete.